Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with two different elecsys troponin t hs assay lots on a cobas e 801 analytical unit. The reporter also mentioned they were having quality control recovery issues. On (B)(6) 2022, the sample from patient 1 initially resulted in a troponin t hs value of 16.2 ng/l and repeated as 3.4 ng/l. On (B)(6) 2022, the sample from patient 2 initially resulted in a troponin t hs value of 8.5 ng/l and repeated as 3 ng/l, accompanied by a data flag. It was not provided which troponin t hs result was generated with which reagent lot. It was asked but it is unknown if questionable results were reported outside of the laboratory. The troponin t hs reagent lots were 639807 with an expiration date of 31-oct-2023 and 640989 with an expiration date of 31-jan-2023.

Manufacturer narrative:
The last instrument maintenance was performed on (B)(6) 2022 including measuring cell replacement. Upon review of the alarm trace, no alarms related to the event were observed. During troubleshooting, pinch valves and tubings and detection unit tubings were replaced. Afterward, a new calibrator lot was successfully calibrated. Quality controls and instrument performance testing passed within specifications. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a contamination issue of the measuring cell flow path.